Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2021 and presented on (B)(6) 2021 with flap superiorly dislocated on left eye (os), post treatment. A flap lift and rinse was performed and flap moved into place. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of discomfort, blurry vision and irritated eye in os. Patient reported symptoms are not interfering with daily activities. Patient's symptoms resolved on (B)(6) 2021. Bcva from (B)(6) 2020: right eye pre-op 20/20 -.25 x -1.00 x 116, left eye pre-op 20/20 -.75 x -1.25 x 66.